Event description:
Revision performed as tibia had collapsed on one side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable. The performance of duofix femoral re-revision procedures is being reviewed as part of CAPA (B)(4). An adverse trend has not been noted however, further investigations are being performed as part of CAPA (B)(4). The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.